Event description:
It was reported during revision for lead migration, low impedance was observed when connected to the ipg. Testing with mts showed normal impedance. It was also reported the pt is experiencing a frequent charge burden. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.